Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient was under 2 years of age. The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring system (dexcom g5) is a glucose monitoring system indicated for the management of diabetes in persons age 2 years and older.